Event description:
It was reported that the pt states that she has been having constant pain since the implant surgery which she never had prior to the surgery. The pain occurs when she tries to stand from a sitting position. Pain is down the side of her thigh and in her buttocks. She cannot lay on her right side. The pain has diminished some over the past months. She also states that she had intense groin and thigh pain 8 weeks after the surgery. She had x-rays taken. After reviewing the x-rays, her dr. Told her that the implant cup might be loose and she may need revision surgery to stabilize it if she did not stop being so active. He further advised her to limit or stop most of her physical activities. Pt had physical therapy and did not have problems with most of the exercises. The pt is dissatisfied with her original surgeon. She had a follow-up x-ray at the 3 month mark at which time the surgeon said the positioning of the cup had improved. She changed doctors. Dr. P. Informed her of the rejuvenate/abgii recall. Pt took new x-rays. Dr. Concluded that the implant is fine. He also reviewed recent blood test results from (B)(6) 2012 and concluded that her results were fine. He also stated that the pain she is experiencing might be related to a back condition which showed up on the x-rays. Pt states that she has degenerate joint disease in several vertebrae.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.